Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose, peaking at 211 mg/dl and measured by fingerstick at 175 mg/dl, after which the user performed a site-only infusion set change with guidance, with no abnormalities observed and glucose returning to range. Investigation included user-guided troubleshooting. Investigation of this case revealed no device malfunction observed during the site change and a probable user- or site-related issue. Symptoms included irritability associated with hyperglycemia. Outcomes included temporary impairment requiring a successful site change guidance. It was concluded that the event was consistent with of unclear cause, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.